Event description:
Dentist received a complaint from a patient regarding toothbrush. Patient's mother called and said the toothbrush that was given to her child from the dentist had bristles falling out of the head and had some metal particles with the bristles.